Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: d10 (concomitant medical product) should be: laparoscopy. Therapy date: (B)(6) 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Olympus will continue to monitor the field performance for this device. Based on the investigation results, light guide interface failure, could not be identified. The reported fault descriptions are most likely due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "not applicable". Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope, 10 mm, 30°, hd, quick lock, autoclavable exhibited a broken light guide interface. The issue occurred during reprocessing. There were no reports of patient harm.